Event description:
During an lar procedure, when the first stapler was fired it did not have any staples in it. She was unaware of this and inserted a circular device and fired anteriorly to the "staple" line of the first stapling device to create her anastomoses. Upon doing a leak test, there was leaking at both "wings" of the ractal stump. The second stapling device was fired across the pt's left wing of the rectal stump which took care of that leak. Upon visual inspection of the pt's right "wing" of the rectal stump she noticed the entire posterior portion of the rectal stump was completely open and there were no staples visible. She had to cut out the circular anastomoses and redo. She attempted to fire one of the already used device not realizing the scrub did not hand her a new one. To complete the case. She perormd a hand-sewn interrupted silk closure of the rectal stump: fired another device performed a leak test and that was fine. There was no reported pt consequence.